Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis. Issue resolved on call.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that when the ratcheting handle was attached to the probe and struck with a hammer to create a pilot hole, the circular metal fitting of the handle at the bottom was broken. The handle was replaced, and the surgery was completed with navigation. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: device lot number provided.

Manufacturer narrative:
Additional information: manufacture date provided. Correction: unique device identification(UDI) updated to proper value. The ratcheting handle was returned to the manufacturer for analysis. Analysis found that the end cap has been broken off and is missing. The ratchet and tool retention mechanisms are intact and functional. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.